Event description:
It was reported there was an atrial lead impedance warning for low impedances. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance - 292 low impedance paces on the atrial lead. Lead warning timestamp of (B)(4) 2009.